Manufacturer narrative:
The following was returned for complaint investigation: one used list# b6008, 0.2 micron pediatric filter, rotating luer; lot# 14246444. As received, there is a visible crack in the filter's female luer. Customer shared one photo showing the crack condition in one of the filter's port. No additional physical damage or anomalies were observed. The customer's complaint of a crack can be confirmed. The probable cause of the crack condition in the filter's female luer, is unknown. The lot history was reviewed. No nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 0.2 micron pediatric filter, rotating luer where it was reported the micron filter was leaking and with an obvious crack. Micron filter was immediately changed to a new one. The event occurred in cardiac ccu (75-3). The status of the product at the time of the event was during use on a patient. Epoprostenol was leaking at the time of event. There was patient involvement and no adverse event.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.